Event description:
It was reported that the ilet screen became unresponsive when the user attempted a restart, and the user was guided to place the device on a charger and initiate a firmware update after confirming blood glucose was in range. Symptoms included no adverse clinical effects. Outcomes included completion of troubleshooting and user education with no alerts or alarms reported. Investigation included remote troubleshooting and guidance to perform a firmware update. Investigation of this case revealed a transient user-reported screen freeze with successful initiation of an over-the-air firmware update while the device was charging, consistent with known software behavior remediated by update. It was concluded, based on previously established findings for similar reports, that the cause was software performance that resolved with corrective action through firmware update and proper power management.